Event description:
A user facility biomedical technician (biomed) reported to fresenius that a dry acid mixer had a burned and charred fill valve. Black smoke and a burning smell were also observed. The reported issue occurred after the replacement of the filter when the dry acid mixer initially would not transfer. Approximately one minute after placing the mixer into a fill cycle a large ¿boom¿ noise occurred. The biomed stated that a strong burning smell and black smoke were observed. The biomed stated that the facility smoke detectors were not triggered. A fire extinguisher was not required to address the smoke. The biomed operating the mixer covered the smoke in order to extinguish it. The biomed stated the source of the smoke was a burned and charred fill valve. The biomed noted that the fill valve was previously replaced on warranty for not filling. The biomed stated that a replacement fill valve was ordered to resolve the reported issue along with a replacement cable (connection between the fill valve and the power board) as a precaution. The dry acid mixer is in service and being filled manually until the arrival and installation of the replacement parts. The biomed confirmed that an internal inspection was performed and there was no damage observed on any other components, or any other additional issues, associated with the burned and charred fill valve. The machine does not have a history of failing the electrical leakage test. The machine is plugged into a hospital-grade ground-fault circuit interrupter (gfci) outlet. The biomed noted that the outlet did not trip as a result of this issue. The biomed confirmed there was no harm to any patients or individuals because of this malfunction. The biomed confirmed that the part is available for return to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: no parts were returned to the manufacturer for physical evaluation and an on-site evaluation was not performed by a fresenius field service technician (fst). The manufacturer was able to confirm the reported issue with the objective evidence provided by the customer. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius that a dry acid mixer had a burned and charred fill valve. Black smoke and a burning smell were also observed. The reported issue occurred after the replacement of the filter when the dry acid mixer initially would not transfer. Approximately one minute after placing the mixer into a fill cycle a large ¿boom¿ noise occurred. The biomed stated that a strong burning smell and black smoke were observed. The biomed stated that the facility smoke detectors were not triggered. A fire extinguisher was not required to address the smoke. The biomed operating the mixer covered the smoke in order to extinguish it. The biomed stated the source of the smoke was a burned and charred fill valve. The biomed noted that the fill valve was previously replaced on warranty for not filling. The biomed stated that a replacement fill valve was ordered to resolve the reported issue along with a replacement cable (connection between the fill valve and the power board) as a precaution. The dry acid mixer is in service and being filled manually until the arrival and installation of the replacement parts. The biomed confirmed that an internal inspection was performed and there was no damage observed on any other components, or any other additional issues, associated with the burned and charred fill valve. The machine does not have a history of failing the electrical leakage test. The machine is plugged into a hospital-grade ground-fault circuit interrupter (gfci) outlet. The biomed noted that the outlet did not trip as a result of this issue. The biomed confirmed there was no harm to any patients or individuals because of this malfunction. The biomed confirmed that the part is available for return to the manufacturer for physical evaluation.